Event description:
It was alleged that the surgistool seat was potentially loose and leans forward when in use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, it was identified that the surgistool allegedly leaning forward was not due to any specific component malfunction. After communication with the customer, it was determined that the issue was not due to the product as a nurse had placed additional padding on the seat, causing the surgeon to feel a slight incline forward while sitting.

Event description:
It was alleged that the surgistool seat was potentially loose and leans forward when in use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.